Manufacturer narrative:
510k: this report is for an unknown screws: 5.0 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a patient underwent a removal of the va-lcp condylar constructs due to broken va locking cannulated screw, non-union, and malreduction. The hardware was replaced with zimmer plate and retrograde femoral nail. There was no surgical delay. The surgery was completed successfully without patient consequence. Concomitant device reported. Plate, va condylar, left, 10 hole (part number 02.124.411, lot 2l68340, quantity 1); va locking screw (part number unknown, lot unknown, quantity 8); conical cannulated screw (part number unknown, lot unknown, quantity 2). This report involves one (1) unknown screw: 5.0 mm cannulated. This is report 1 of 1 (B)(4).